Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex cuffed blue line ultra suction aid tracheostomy tube, customer noticed air leaks. No problem was found at a pre-use check. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was received in used condition. The returned device was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. Functional testing was performed on the returned device. The cuff of the returned sample was inflated using a syringe and the product was submerged under water to detect for any leakage. Leakage was observed coming out from a small tear in the cuff. The customer complaint was therefoe confirmed.